Event description:
It was reported that a 62-year-old white female patient underwent primary breast augmentation with 275cc mentor memorygel breast implant on both sides and experienced breast implant rupture, and discoloration on her right side. The devices were explanted on (B)(6) 2024. On january 15, 2025, mentor became aware that the device was discarded. On (B)(6) 2025, mentor received information that the patient also experienced right side capsular contracture; baker grade unknown, and mechanical complications in addition to right side rupture and discoloration. Bilateral rupture is being reported since it is one of the most common mechanical complications. However. It could also point to other issues like folding, displacement or shell irregularities. Should additional information become available, a supplemental report will be submitted with updates. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).